Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product pro code: qon.

Event description:
It was reported that the patient experienced pain post-operation and was treated with tramadol hcl 50 mg medication. There were no additional patient complications.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product pro code: qon.

Event description:
It was reported that the patient experienced pain post-operation and was treated with tramadol hcl 50mg medication. There were no additional patient complications.